Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated glucose, with sensor glucose of 241 mg/dl and confirmatory fingerstick of 228 mg/dl, while using a contact infusion set; the episode followed unannounced carbohydrate intake to treat a prior low and occurred during a new-user period when automated corrections were set conservatively, with the highest reported glucose of 243 mg/dl. Symptoms included hyperglycemia without reported acute illness or injury. Outcomes included self-management at home without alerts, alarms, or hospitalization, with a plan to monitor and allow automated corrections. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction and identified use-related factors, specifically unannounced carbohydrate intake and conservative correction settings in a new user, as the likely contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use-related, associated with unannounced carbohydrates and expected device behavior during early adaptation.